Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive and unreadable issues were verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was scratched, unresponsive and unreadable. The customer experienced a blood glucose (bg) level that was "high"; although specific value was not provided and trace ketones. A correction injection was administered to address the high bg. The customer reverted to an alternate method in insulin therapy.